Event description:
During the procedure of a left l5-s1 foraminotomy, there was a copious amount of epidural fat, and while the surgeon was working his way through it, he had to bipolar some areas. As he was doing this, the bipolar stuck to the epidural fat and immediately he saw cerebral spinal fluid. A patty was placed over this area, and inspection confirmed a dural opening just superior and little bit medial to the take off of the s1 nerve root. After the foraminotomy, the dura was repaired.